Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8737-37, batch 1392110 driver was received for investigation. Visual inspection identified that the distal tip of the driver had broken off, and was not returned for analysis. Review of the returned device under magnification revealed that the breakage site was torqued, indicating that the device broke under torsion force. The shaft of the driver was assessed using digital micrometer ID: 224 and met design specifications. The observed condition is consistent with over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during surgery/ treatment while inserting the compression screw the tip of the screwdriver did break off. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique or do a second surgery. No further information received.